Event description:
It was reported the lens integrated system wifi device switched settings and was flashing when plugged in during a procedure. No smith & nephew back up device available. Competitive device or alternative method utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Evaluation codes in original report were removed. This event was determined to be a reportable event based upon the available information at the time. When further information became available the event was re-evaluated and was determined to not be a reportable event based on the additional information received. Smith & nephew would like to withdraw the original MDR filed for this event. If later information determines that this event is in fact reportable, a new MDR will be filed at that time.